Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's insertable cardiac monitor (icm) exhibited a pause episode due to under-sensing. Corrective programming changes were not made. No patient consequences were reported.